Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high and the patient was treated with correction injection via multiple daily injections (mdi). Event took place within 3 hours of insertion. Site of insertion was abdomen. No further information available.